Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the lens was damaged completely upon insertion. The lens was removed during the initial procedure. As per technician, lens was loaded correctly and the issue was related to the cartridge or the surgical instrumentation. Additional information received stating that, iol was folded into the injector and upon insertion, the lens was torn by the cartridge/injector device. The leading haptic was in the eye and 1/3 of the iol. The trailing haptic had been severed near the bulb, and this portion was inside the eye. Immediately, viscoelastic was injected above and below the lens in the anterior chamber, and the intact bag was additionally inflated. Most of the external portions of the lens were trimmed. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11, d.4. A sample was not received at the manufacturing site for evaluation for the report of a torn lens by injector; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.